Event description:
It was reported that during a gastric bypass procedure, the device misfired staples. No other details were provided. No patient impact reported.

Manufacturer narrative:
(B)(4): articulation link. The analysis found that one long60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. In addition, the articulation link was found broken. While no conclusion could be reached as to how the articulation link became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. A batch record review was performed and no anomalies were found during the manufacturing process.